Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. All insulators were breached cut. Damaged at implant. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead was attempted to be implanted, however it was too short for the patient's anatomy and it was difficult to position. The lead was not used; it was replaced. No patient complications have been reported as a result of this event.